Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the device was interrogated the programmer displayed the following message, "programmed parameters may not be what is programmed since last diagnostic reset." No patient complications have been reported as a result of this event.